Event description:
The customer reported there was no aspiration during a procedure. The procedure was completed with a system exchange. There is no known impact to the pt. Further information has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).